Event description:
During use of the electrocautery pencil, after the surgeon activated the pencil and was done using it, the pencil stayed activated (the "on" button remained in active mode). The pencil was holstered, and no burns came to the patient or the drapes, but it was noticed by the surgical team that the electrocautery generator was still creating the "on" sound. The pencil was then manually deactivated.